Event description:
The physician advanced the 070 neuron just proximal to the petrous portion of the ica with no significant resistance or issue. The 070 neuron was utilized to deliver coils to an acomm aneurysm. The micro catheter and coils were successfully delivered to the treatment site with little to no guide catheter movement during the entire case. Upon removing the neuron from the pt and inspection of the catheter, a slight kink was noticed approx 5cm from the distal tip. The kink did not hinder the delivery of the micro catheter, but upon post case inspection the kink seemed significant enough to cause concern. Upon reviewing the films, the physician believes, the kinked portion of the catheter was sitting at the carotid bifurcation. The pt did not have tortuous anatomy or any significant arch configuration.

Manufacturer narrative:
Technical eval: there is a single axis bend 8.5 cm from the distal tip. There is an uneven flat spot between 3.5 and 5.5 cm from the distal tip. The incident is confirmed as reported. The catheter flat spot was only noticed after removal from the pt. No negative affects were identified during the procedure. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009.